Manufacturer narrative:
Further information was requested, but not received.

Event description:
It was reported that the patient's right ventricular (rv) lead was oversensing noise. The lead was capped and replaced on (B)(6) 2024. The patient had no adverse consequences.